Event description:
It was reported that patient with this tachy lead stated that the lead was bad and was going to the bottom of the heart. Patient stated that it goes off every hour. This tachy lead remains in service. No adverse patient effects were reported.